Event description:
Boston scientific received information that the patient implanted with this pacemaker presented for elective pericardial window without preoperative evaluation of hisdual chamber pacemaker. During the procedure, a loss of capture (loc) due to undersensing of the right atrial (ra) lead was reported. High pacing thresholds were also observed. The patient required CPR due to their blood pressure had bottomed out, no asystole was observed. They were noted being a part of a clinical study and pacemaker dependent. There was no specific device or patient information provided at the time. A request for information to the local field representative was sent, however was unsuccessful to obtain anything additional.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.